Manufacturer narrative:
One used sample was received for evaluation for the complaint that the occlusion alarm has been going off frequently. A lot history review could not be conducted because no lot number was identified. As received, there were no damages or anomalies observed. The cassette was filled with 100ml of water using an ICU medical provided syringe. The cassette was then installed onto a cadd solis 2110 pump and 10ml of priming was performed. No pump alarms were observed. The complaint of a pump alarm cannot be confirmed nor replicated.

Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that ¿starting about two weeks ago, the occlusion alarm has been going off frequently. It cycles between sounding, clearing up immediately, and then sounding again. The event occurred during the patient use. There was no adverse event.